Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer states that the v60 vent touch screen is not working on some key strokes. Customer tried to calibrate the display, but said it was still not right. There was no patient involvement.